Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event, the patient experienced a cgm inaccuracy where the cgm was reading low mg/dl and the bg meter was reading 90 mg/dl. The patient thought this meant the dexcom receiver was faulty and removed the wearable and did not put another one on. The patient was not using a bg meter as a back-up during this time. At an unspecified time later, the patient lost consciousness. The patient took himself to the emergency room (ER) after he regained consciousness on his own. The patient was unaware of how long he was unconscious. At the ER, the patient had blood tests and an x-ray done. The patients reported no medication or treatment was provided to him. It was also reported that the patient was unsure if he lost consciousness due to hypoglycemia or his pre-existing heart problem. The patient was in the hospital for one day and then discharged. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.